Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device anchor did not deploy outside of the sheath. The anchor did not come out during the deployment or set. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure was successful. It was reported that other devices or equipment used with the reported product was not applicable. Additional information was received on 08aug2021. A 6fr sheath was used. An angiogram was performed. Hemostasis was achieved by manual compression. Blood loss was less than 250cc. There was no noticeable damage on the device. The procedure performed prior to the closure device was a left heart catheterization (lhc).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.